Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the subject exhibited detached adhesive from the bending section cover. There was no patient involvement.

Manufacturer narrative:
Upon further review, it has been determined that the event reported in the emdr-86041 report was not a reportable malfunction. The initial report was submitted in error.

Event description:
No additional information received from customer.